Event description:
Per the physician, the cause of the event was due to user error.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Aptus was selected as an accessory device for the endovascular treatment of an endurant ii stent graft. The patient had a wide conical aortic neck. It was reported that after the first stage of deployment, the endoanchor did not appear to be in the correct positioning; however, the physician continued with the second stage deployment. After full deployment the endoanchor was in the fabric but didn't appear to have penetrated to the adventicia. When the guide was undeflected to remove from the patient, the endoanchor became dislodged from the stent graft fabric. The physician attempted to snare the loose endoanchor and also tried several foreign body removal forceps without any success. The physician believes the endoanchor will not cause any harm to the patient and will not plan to intervene further. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.